Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#3006705815-2017-00779. It was reported surgical intervention may be undertaken due to lead migration.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-00779. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein one lead was explanted and replaced with another model lead. The issue is resolved.